Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contained an apparent fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).